Manufacturer narrative:
Integra completed its internal investigation 8/17/2015. The investigation included: method: -DHR -review of complaint management database for similar complaints. -visual inspection results: date of manufacture: mar-2014. DHR review was completed for cusa excel handpiece serial number (B)(4). No non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. A minimum of 12 months review was completed using the following key words ¿ultrasonic output¿ in the search criteria. This review encompassed dates 18-may-2014 to 22-july-2015. A total of 62 complaints were reviewed of which 10 complaints contained the search criteria. Only one complaint identified cusa excel c2602 handpiece complaint for the reported failure with the root cause identified as ¿poor soldering¿ resulting in an interrupted output. No trend has been identified. A visual inspection was performed. The reported failure was confirmed. During investigation it was observed that the internal wires of the handpiece were not properly soldered to the coil form resulting in loose wires and damaged cable insulation. As part of the repair, the wires were soldered properly and handpiece housing and o-rings were replaced. Conclusion the failure analysis investigation has concluded the cause of the handpiece vibration failure was due to poor soldering of the internal wires to the coil form resulting in damaged cable insulation.

Event description:
It was initially reported that after the device was turned on and the test mode was pressed, the ultrasound display vibration and general alarm occurred simultaneously. Ultrasound was not delivered. This handpiece had only been used 4 times. Test with another handpiece worked. The product was not in contact with the pt. There was no pt injury. The event lead to an increase of surgery time of 1 hour. Additional info was requested and on (B)(6) 2015, the following was provided: the pt was anesthetized during the one hour delay. The pt was injured because if the issue or delay.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.